Manufacturer narrative:
The device history records for the sam350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 28th october 2016. The device was powered on and the user was issued with the advisory speech prompts. The electrode pads were attached after 3 minutes and 17 seconds. As per the clinical statement, there was some artefact on the ECG, which may have been due to ongoing CPR or movement of the patient, this cause an initial ¿shock advised¿ audio prompt. When the movement stopped, the algorithm reassessed the rhythm and no shock was advised. During the investigation, the device was found to be correctly measuring impedance throughout the range even under the stress of elevated temperature. In the absence of the patient, the investigation was unable to replicate the reported fault. The fault may have been due to a number of things, for example, pad positioning excessive hair or an incorrectly seated pad-pak. No fault found with the returned sam 350p. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
The device was used during an alleges sca in the netherlandson the (B)(6) 2019. The device was deployed and the electoded were adhered to the patient. The device kept prompting apply pads and did not move to analyse. Patient outcome is unknown.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The device was used during an alleges sca in the (B)(6) on the (B)(6) 2019 . The device was deployed and the electrodes were adhered to the patient. The device kept prompting apply pads and did not move to analyse. Patient outcome is unknown.